Event description:
Six to seven months following implant of fixation device, pt had fracture of nail and problems with healing. Pt developed cellulitis secondary to staph aureus at the fracture/fixation site. X-ray confirmed fracture of the intramedullary nail. Nail and screws explanted in two operations on 9/14/95 and 9/18/95.